Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device found a severe kink between rings 1 and 2. A broken electrical wire is protruding through the main body tubing immediately proximal to ring 1. Tip motion was evaluated and the right and left curves failed the test. The steering knob and tension control knob functioned properly in both the lock and unlock positions. Normal resistance was felt when actuating the steering mechanism. X ray found a broken center support and electrical wires. The left steering wire was separated from the center support and had retracted back into the sheath. The distal end was dissected. The center support and both thermocouple wires were severed. The left steering wire has a broken solder joint and was found completely separated from the center support and retracted back into the sheath. The right steering wire has a broken solder joint and was mostly separated from the center support. The kevlar wrap was retracted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is supplier manufacturing process design as the design or validation of a suppliers manufacturing process was not sufficient to ensure the finished device met the intent of the design. (B)(4).

Event description:
Reportable based on analysis completed april 13, 2018. It was reported the blazer prime¿ xp ablation catheter was ¿broken". No additional details were provided. However, returned device analysis revealed a broken electrical wire protruding through the main body tubing.